Event description:
It was reported that the customer's insulin pump kept trying to suspend when he had treated for his low blood glucose level of 43 mg/dl. He received four calibration error alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.